Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was hospitalized on (B)(6) 2016 with a diabetic ketoacidosis. Customer's blood glucose level was 400 mg/dl. His blood glucose level almost went up to 700 mg/dl. The customer's current blood glucose level was 50 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The insulin pump had a black outline and nothing in the center. The insulin pump has been dropped on the floor. He cleared the auto off alarm. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed functional test including self-test, displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The insulin pump functioned properly. All operating currents are within specification. No unexpected battery out limit or unexpected auto off alarms noted during testing. No missing segments or partial display noted during testing. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip and cracked battery tube threads. The insulin pump passed the delivery accuracy test.